Event description:
Two 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad and proximal circumflex lesion. The vessel morphology was severely tortuous with severe calcification and 95-99% stenosis. The lesion was pre-dilated. It was reported that the physician had a hard time getting the guide wire to the lesion site and pre-dilated again. It was reported that the first endeavor sds was inserted; however, he experienced difficulty and the catheter bent. The catheter was pulled backed to straighten the shaft and then re-advanced. (MFR report# 2953200-2008-00285) as the catheter was advancing the catheter shaft snapped in half. The catheter was pulled out with a hemostat. A second endeavor sds was inserted after pre-dilatation of the lesion. The second device has difficulty advancing and the same incident occurred; the device snapped in half. (MFR report# 2953200-2008-00286) the physician switched to endeavor otw drug-eluting stents, using two to successfully complete the case. However, the physician wanted to post-dilate the stent located in the proximal circumflex with a 2.5 x 20 sprinter. The sprinter was inserted in the endeavor drug-eluting stent at the distal edge of the stent. After the balloon was inflated a dissection was noted distally. (MFR report# 2953200-2008-00287) an endeavor drug-eluting stent was successfully used to treat the dissection. The pt is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The catheter was broken into two parts; the break point was 26.1 cm from the distal end of the strain relief. There were no kinks or bends present on this section. The distal section measured 116.5 cm from the break point on the hypotube to the distal end of the catheter tip. There were a series of twists and kinks on the distal shaft from the break point to 17.5 cm distally along the shaft. There were chatter marks present on the distal section between 9-12-5 cm along the shaft. The z component was located at the dock joint and moved freely proximal the shaft when moved. There was a kink in the tubing 4 cm distal from the proximal/distal bond. There was slight evidence of blood underneath the balloon folds. The stent was positioned on the un-inflated balloon between the balloon pillows and the inner shaft markers.

Manufacturer narrative:
Eval results/conclusions: severely tortuous with severe calcification and 95-99% stenosis. Secondary intervention.